Manufacturer narrative:
The investigation for the reported battery failure issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs at the complaint occurred date revealed battery 2 communication failure (smbus comm loss or sda short) ¿ event # 353 alarm. Attempts of reboot aic failed in resolving this alarm. Device analysis: batt test was performed in engineering bench. The appearance of ¿smb¿ in channel 2 is consistent with the battery 2 communication failure alarm. Swapping battery 1 and battery 2 did not change the ¿smb¿ appearance in channel 2 of pbm. Battery 2 was temporarily replaced with a known-good battery, but the communication failure persisted. Batt test confirmed the battery communication failure resulted from defective channel 2 of pbm, the root cause of pbm malfunction was utd. Per the results of the clinical review and investigation, the root cause was determined to be a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that a battery failure occurred. A loaner was shipped to initiate the return of the aic for investigation/repair. There was no report of patient harm or injury.